Manufacturer narrative:
(B)(4). An empty opened overwrap packet, a labeled winding former with a needle and a suture of product code 663, lot mhp847 were returned for analysis. During the visual inspection of opened sample, the swage and attachment area were not as expected; since the hit of the stake was on the edge of needle, causing that the suture was severely damaged (cut) resulting in a clip off. Per the sample condition the assignable cause of the performance pull off suture needle is incorrect swage defect resulting in a clip off defect. A manufacturing record review was performed for the finished device batch mhp847 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported during a basic surgical skills course/skills lab on an unknown date suture was used. The thread broke off from the needle. There was no patient involvement.